Event description:
Surgeon reported that while attempting to seat the screw, the screw reportedly came in contact with the k-wire and the threads peeled off and the screw broke. All parts were retrieved without incident.

Manufacturer narrative:
A letter and questionnaire have been sent requesting additional information, but no response has been received to-date. No evaluation could be made, no conclusion could be drawn as no device was returned. Synthes is unable to determine a manufacture date without a lot number.